Event description:
Boston scientific received information that the patient had presented into the clinic due to light-headedness but never lost consciousness. It was found out that the right ventricular (rv) lead exhibited high pacing threshold measurements at 4.5v @ 2ms. But then, when the patient was taking a deep breath, it would exhibit loss of capture (loc). A reprogramming was done the increase the device output for steady capture. It was reported that the patient had an underlying rhythm in 30s bpm and the patient had a short atrial pause. The physician planned to do a revision procedure the following week. The clinic staff decided to send the patient home after the assessment and troubleshooting. Additional information was received that the rv lead was dislodged. A revision procedure was done to reposition the lead. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.